Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, several non-sustained oversensing episodes were observed. Review of episodes noted noise on the ventricular channel. Programming changes were recommended. Patient will be scheduled for in-clinic visit. No patient symptoms were reported.